Event description:
A malfunction was reported with the customer's device, identified by error code 16-0x20e6. There was no information provided about the impact on the customer's blood glucose level. The customer was informed to return the pump for evaluation, and a replacement pump was issued in the meantime.